Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
A family member reported that the down arrow button was not responding with every button press; she confirmed that all button presses have been correct. She reported that the keypad appears worn but is not peeling or damaged. The patient reportedly wore the pump in a pump case on the outside of clothing and did not clean the pump.